Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted reprogramming was done and the lead remains in use.

Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2015; dtma1qq ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had an impedance alert triggered due to high impedance measurements. The lead is still in use. No patient complications have been reported as a result of this event.